Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Supplier DHR and cmm report were provided. A manufacturing record evaluation was performed for the finished device product code - 550540004, lot number - 333145, and no non-conformances / manufacturing irregularities were identified. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: supplier DHR and cmm report were provided. A manufacturing record evaluation was performed for the finished device product code - 550540004, lot number - 333145, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that several attempts to place glenosphere were taken. When doctor pulled it was solid pit when he would twist it was loose. Doctor tried to peripheral ream again, doctor checked the peripheral screws with checker and they did not seem to be proud. Doctor re tightened the peripheral screws and gas the same issues with the glenosphere again. They switched glenosphere inserter tips and again the same issues. Surgeon re checked his positioning and still the same issues. Doctor then put the trial glenosphere back on and had no issues with it seating approximately. He then placed a trial 40+8mm glenosphere and it seated approximately. He then asked for the 40+8mm glenosphere implant and was able to get it to properly seat. No expected patient outcomes, surgeon was happy with patients rom & x-rays. This glenosphere issue caused about a 30 minute delay. Doe: nov 28, 2023 affected side: right shoulder

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.